Manufacturer narrative:
A device history record review could not be completed since a lot number was not provided. A box of brand-new samples was received at the manufacturing site for evaluation. A visual and functional inspection was performed, and no failure was found. Samples were reviewed by the team and they did not find any issues. Pull strength testing was performed according to procedure the specification and tolerance level for the cannula-wing bond strength is 3.0-lbf minimum and the tube wing bond strength iw 3.0-lbf minimum. The reported condition will be treated as not confirmed since the evaluation could not identify a root cause related to the manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the safety is not engaging easily over the needle after the draw is finished; as they pulled up on the needle safety to cover the needle after the draw, the safety did not engage and they struggled to get it to work after multiple times of pulling/pushing it up. A needle stick did not occur. No patient injury was reported.